Manufacturer narrative:
The fsca number is included in this report.

Manufacturer narrative:
The report of device displayed ¿eri¿ message was confirmed. As received, the returned device had declared elective replacement indication (eri) and end of life (eol). A longevity calculation and analysis of the returned ipg confirmed normal battery depletion. This complaint was identified in (B)(4) complaint review for late eri notification for orion ipgs. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The date of event is estimated. The fsca number is pending.

Event description:
Upon retrospective review, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy.

Manufacturer narrative:
The report of device displayed ¿eri¿ message was confirmed. As received, the returned device had declared elective replacement indication (eri) and end of life (eol). A longevity calculation and analysis of the returned ipg confirmed normal battery depletion. This complaint was identified in CAPA 137104 complaint review for late eri notification for orion ipgs. As a result of this finding, abbott is performing further investigation. Further analysis found that the ipg did not meet the calculated number of expected days between the occurrence of eri and the occurrence of eos.